Event description:
It was reported that the patient had no stimulation sensation. The patient¿s stimulation would not turn on. The issues started about 3 weeks prior to the report. The patient sneezed about 2 weeks prior to the report due to allergies and they were not sure if this caused anything with the device not working. It was noted that the patient¿s remote had not been working for the 2 weeks prior to the report. The remote was fully charged but it was not working. The patient was getting poor communication screens with their programmer and their recharger. The patient usually charged twice per week but tried to recharge last week and could not. The patient noted that the recharger showed that it was fully charged. An implantable neurostimulator (ins) overdischarge was suspected. The patient tried using their programmer with and without the antenna and got a poor communication screen. The stimulation stopped on its own. The patient had not had any falls. It was further reported that the patient was no longer using stimulation and they were planning explantation.

Manufacturer narrative:
Product ID 399960, lot# v020191, implanted: 2002 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2002 , explanted: 2008 (B)(6); product type recharger product ID 74002, lot# n223243, serial# (B)(4), implanted: 2002 (B)(6); product type adapter product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient. (B)(4).